Event description:
"Model b dermatome was chopping. Pt contact unk." Integra complaints dept made several attempts to obtain add'l info. On (B)(6) 2012, medwatch from (B)(6) hosp uf/importer report (B)(4) was received by integra life sciences, (B)(4). "There was a procedure of split thickness graft to open a wound in the perivaginal/perirectal area. On the first attempt the blade skipped across thigh causing uneven usable graft. The second attempt was with a new blade. It skipped as well causing another unusable graft. A new electric dermatome was used. The third attempt was successful."

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The initial complaint received by integra was verified which noted "dermatome was chopping." On investigation, nicks and scratches were observed on the oscillating pin and the leading edge of the width clips were worn on the returned device. This may have caused issues with the graft quality or operation of the blade. The returned device exceeded the preventative maintenance schedule. This device was mfg in 1993 and it was last in for svc in 2002. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.